Event description:
It was reported that this pacemaker recorded a code 1003, indicating that the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted that the battery impedance will continue to increase and eventually disable rf telemetry. As a result, device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating that the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted that the battery impedance will continue to increase and eventually disable rf telemetry. As a result, device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received that technical services (ts) was contacted regarding updated guidance for this device. Ts recommended continued monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. No adverse patient effects were reported. As of today, this device remains in service.